Manufacturer narrative:
This AED was not able to function and therefore analysis of the device nor a review of its electronic log files were possible and thus the root cause could not be determined. The customer was referred to a distributor to purchase a replacement battery and as a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is flashing red, and it will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. The cause of the AED not powering on was related to the customers failure to maintain the battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.